Event description:
It was reported that the patient sought medical attention from the paramedics with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include the patient fainting and not being able to function properly. The paramedics treated the patient but was not specified and advised them to eat carbs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.